Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 492 mg/dl to 596 mg/dl. The current blood glucose was 477 mg/dl and 500 mg/dl. Customer changed everything out and treated with the pump but the blood glucose and still it was high. Customer reported the following symptoms related to their high blood glucose were fatigue, nausea. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the quick set release. Customer stated that, when he primed the pump during troubleshooting, it took more than normal and he thought that, the pump was not properly primed before. Customer will monitor the pump at this time and if his blood glucose does not come down he will call back to run the high pressure test. Customer stated that, the pump showed lost sensor but he does not wear and customer assisted in turning off the sensor. The device will be returned for analysis.